Event description:
It was reported that the patient expired. The reporter felt that there was a malfunction or improper function of the patient's baclofen pump. The reporter felt that the patient's death was device related. Patient and device information were not obtained.

Manufacturer narrative:
Date of death: the exact date of the patient's death was not reported therefore (B)(6) 2012 is to be considered an approximation. (B)(4).

Manufacturer narrative:
(B)(4).